Manufacturer narrative:
The devices, intended for use in treatment, were returned for evaluation. Part numbers 71175073 and 71173547: a visual inspection confirms that the large screwdriver handle and hexdriver shaft are stuck together. These devices show significant signs of wear/usage. These devices were manufactured in 2017 and 2018. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. These devices are reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during instrument inspection was found that a hex driver is stuck inside the large screwdriver handle. There was no case involved.